Manufacturer narrative:
The pump was received with a blank display and a constant vibration after inserting the battery due to moisture damage on the electronic assembly. No unexpected audio/beep anomaly was noted. Moisture damage was found on the motor assembly. No damage on the keypad traces noted. Unable to verify the display anomaly, keypad anomaly or unexpected alarms due to the blank display. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump was vibrating and beeping with a number 5 on the screen. The customer's mother reported that the insulin was still vibrating and beeping after changing the battery. The customer's mother also reported that the keypad was unresponsive. The customer's blood glucose was 325 mg/dl at the time of incident. The customer's mother was unable to perform troubleshoot due to the keypad anomaly. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.